Manufacturer narrative:
Other text: device evaluation: the device/sample was returned for investigation. A visual inspection was performed, and there were no damages nor other workmanship defects were detected. A functional test was performed, and the two samples returned as decontaminate fail the test. Results are not within specification. Based on the analysis conducted with the sample received, the reported failure could not be reproduced. The root cause of the reported failure cannot be determined. There were no relevant findings detected in the DHR.

Manufacturer narrative:
Information was received on 10-mar-2021, indicating that the correct lot number for this event is 4076503.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product samples were received for evaluation. Visual and functional testing were performed. The sample calculated was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to procedure. No damages nor other workmanship defects were detected. Functional testing was performed by calculating the set for pull test using a chatillon, according to procedure. The two samples that were returned as decontaminated failed the test; results were not within specification. Based on the analysis conducted with the samples received, the failure could not be reproduced. However, the occurrence for this failure condition could be caused by incorrect application of solvent (tubing not fully dipped into solvent pot). All mitigations in placed were verified and it was confirmed that all was executed accordingly, therefore no corrective actions could be implemented. This failure condition will be monitored in this product for threshold or escalation. In addition, production personnel was notified by quality engineer as awareness for the failure mode reported by costumer.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. Three samples were received for evaluation. A representative sample was determined in base of the severity failure mode indicated in procedure; the quantity determined to evaluate is 20 pieces. The sample calculated was visually inspected under normal conditions of illumination according to procedure and no damages nor other workmanship defects were detected. During functional testing, the number of samples calculated were set for pull test using a chatillon. The two decontaminated samples failed the test; and one of the unused samples were under the required specification. The results are not within specification. Based on the analysis conducted with the samples received the failure mode was confirmed. Root cause was found to be due to the weak bond between the tube and check valve. The occurrence for this failure condition could be caused by incorrect application of solvent; tubing not fully dipped into solvent pot. All mitigations were verified, and it was confirmed that all has been executed accordantly, therefore no corrective actions could be implemented. This failure condition will continue to be monitored for threshold or escalation.

Event description:
Information was received indicating that during use, a smiths medical cadd administration set leaked. No patient consequences were reported. No adverse effects were reported.